Manufacturer narrative:
Product complaint (B)(4). Complaint conclusion: as reported by the field, during a stent assists coil embolization, the stent of an enterprise2 4mmx23mm no tip (encr402300, 7660534) was released in the y connector and the stent body separated prematurely from delivery wire. The physician switched to a new stent to complete the surgery. The microcatheter was not replaced. There was no patient injury reported. Additional information received indicated that the tip of the introducer sat correctly in the rhv and microcatheter hub. The introducer was placed securely in the hub prior to attempting to advance the delivery wire. There was no resistance felt within the mc and it was not necessary to remove the mc. There were no procedural delays due to the event. One picture was attached to the complaint file in which the distal portion of the delivery wire was shown and one kinked condition was noted near to the retraction bump. It was noted that the stent was already detached, and it was noted completely flared without damages (i.e., no kinks, bents, or broken struts). The rest of the device was not able to be evaluated. A non-sterile 4mm x 23 mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was noted that there is unraveling of the guidewire in a partial segment proximal to the retraction bump. The stent was inspected under a microscope, and no damages were found (i.e., no kinks, no bents, or broken struts). Both distal ends can be noted completely flared. The marker length and retraction bump were subjected to dimensional analysis, and it was found that the measurements taken are within specification. Lake region medical did review the device history records relative to the manufacturing, inspecting, and packaging of the lot 7660534. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The issue reported regarding the premature detachment of the stent was confirmed based on the returned condition of the stent component. Although it is possible that procedural factors, including device manipulation, may have contributed to the reported failure, there is no indication that the issues reported in the complaint result from a defect inherently related to the device. The unraveling observed on the guide wire was not initially reported by physician, so it is therefore concluded to be the result of manipulation of device during preparation for product return. Thus, it is not considered to be a contributing factor in the reported event. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required at this time. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) do contain the following recommendations: ¿ carefully place the dispenser hoop into the sterile field. Remove the delivery wire from the clip on the dispenser hoop. Grasp the proximal end of the introducer and the delivery wire at the point where it exits the introducer. Hold the wire and introducer together to prevent stent movement. Remove the codman enterprise vascular reconstruction device and delivery system from the dispenser hoop. Do not partially deploy the stent from the introducer. Confirm that the delivery wire does not move relative to the introducer during the removal of the codman enterprise vascular reconstruction device and delivery system from the dispenser hoop. Confirm the tip of the delivery wire is entirely within the introducer. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint (B)(4). Section b5: additional information received indicated that the tip of the introducer sat correctly in the rhv and microcatheter hub. The introducer was placed securely in the hub prior to attempting to advance the delivery wire. There was no resistance felt within the mc and it was not necessary to remove the mc. There were no procedural delays due to the event. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a stent assists coil embolization, the stent of an enterprise2 4mmx23mm no tip (encr402300, 7660534) was released in the y connector and the stent body separated prematurely from delivery wire. The physician switched to a new stent to complete the surgery. The microcatheter was not replaced. There was no patient injury reported.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. One picture was attached to the complaint file in which the distal portion of the delivery wire was shown and one kinked condition was noted near to the retraction bump. It was noted that the stent was already detached, and it was noted completely flared without damages (i.e., no kinks, bents, or broken struts). The rest of the device was not able to be evaluated. Lake region medical did review the device history records relative to the manufacturing, inspecting, and packaging of the lot 7660534. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no CAPA activity is required. The issue regarding a stent prematurely detached was confirmed since the stent was noted to be already separated from the unit. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.